Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the issue, it is possible that the aligner could have caused the dental crown restoration to come loose. Therefore, this event meets the criteria for reportability per 21 cfr part 803. A DHR review was conducted with no discrepancies noted.

Event description:
The undercuts were not blocked out enough in the aligners and pulled off patient's permanent crown when the doctor removed it.